Event description:
Consumer complaint of high blood results. Customer normally has results from 150 - 160 mg/dl, but now states results are 200-300 mg/dl. Customer refused to review memory. Performed back to back blood tests, 275, 266 mg/dl (caller had just eaten). No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).